Event description:
It was reported that the pump touchscreen had a responsiveness issue. Customer declined troubleshooting further with tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.